Manufacturer narrative:
The subject has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found the failures of converter of the power supply unit and ignitor of the subject device occurred no light of the examination lamp. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc concluded this phenomenon was attributed to failures of the ignitor and power supply unit of the subject device. The causes of the igniter unit failure and power supply unit failure could not be identified, however omsc considered the causes due to an accidental failures because the exterior of the subject device had no abnormality from the attached photo by sorc. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the lamp of the subject device could not be lit at the unspecified timing. There was no patient injury associated with this report.